Event description:
The customer received a blood glucose reading of 43mg/dl on the contour next link, was sweating and had blurry vision. She drank a (B)(6) and ate cookies, peanut butter and candy. The customer was advised to return the test strips for evaluation. New meter and strips were sent to her.